Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site to inspect the instrument. The cse replaced the reagent 1 tubing, sample tubing, reagent 1 solenoid, syringe and metering syringe, the sample metering valve, and the sample probe. The cse ran system check, verified stability, and ran precision tests using quality control (qc) and random patient samples, resulting within range. A siemens ccc technical support (ccc-ts) specialist determined that the customer did not follow the tube manufacturer's recommendations for centrifugation time and speed and reviewed proper sample handling and the importance of following the tube manufacturer's instruction with the customer. A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find an instrument malfunction. The hsc specialist determined that the presence of fibrin or micro-clots in the serum samples or sample quality potentially contributed to the discordant, falsely low glucose result. The customer changed their laboratory practices from using serum separator tubes (sst) to using plasma lithium heparin tubes and hsc specialist determined that the issue was resolved by converting from using serum samples to lithium heparin plasma samples for patient testing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (gluc) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same dimension exl with lm instrument, resulting higher and as expected. The repeat result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due the discordant, falsely low gluc result.